Event description:
The customer reported via phone call indicating that the insulin pump hd undefined alert. Customer's blood glucose was 221 mg/dl. The customer was advised to take reservoir out, rewind, re prime once again, the open circle is still there. The customer was advised to run selftest and passed but open circle is still there. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator. The insulin pump was received with a cracked case at the display window corners, a cracked belt clip slot and cracked battery tube threads.